Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: the patient called and also mentioned that she had three surgeries in 2010 because her rectum was closing and for bladder prolapse. Patient reported that she believes that the staples have "closed her rectum." The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported by the patient¿s daughter that post op of a pph procedure that was completed on (B)(6), 2003, since then the patient has had pinching from the staples at the rectum, has a hard time walking and a hard time sitting. On two separate occasions in 2010, the patient has had staples surgically removed that were twisted in the tissue. At that time, all the scar tissue was cut out; the patient has no muscle left to hold bowel movements. The surgeon has suggested a colostomy and the patient refuses. Whatever she eats goes right through the patient. The surgeon said there is nothing else they can do for her.